Event description:
Part of the drill broke during surgery and was left in the pt's foot. The event caused an increase in the time of surgery. Precise clinical information was requested but was not received at the time of this report.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.